Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 4/1/94 and revised on 10/1/96 due to a "tubing break." Requests for the explanted prosthesis and for add'l info surrounding this event have been made, however, to date neither the device nor the info have been received. Without the benefit of analyzing the explant and without the requested info, qa is precluded from commenting on the condition of the device or the events surrounding this incident. Should the explanted device or add'l info be received, qa will re-evaluate this event in accordance with procedures.

Event description:
Per the info provided to co by physician's office, the device was removed due to a "tubing break." It was reported that the pt was initially implanted on 12/16/91; a revision was performed on 4/1/94, MDR report access #491229 whereby the pump, cylinder(s) and connector(s) only were removed and replaced. This left the reservoir component remaining in place since initial implant on 12/16/91.